Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g. The following information was provided by the initial reporter, "consumer reported, when she's taking her injection, the flow stops before she is done stated, she has to use a second pen needle to complete dosage stated, does not prime before injection stated, when she gets a successful injection, there is a small drop of insulin on tip of needle when done stated, she holds the insulin pen in place for a "count of 6 instead of 10 seconds, (explained, hold in place for 10 seconds) stated, in the morning her numbers are usually between 90-113, today when she woke up, her numbers were 159 before injection. Stated, she is new to using bd pen needles. She used another brand before, (provided instruction on how to use and encouraged her to visit bd website and view how to inject with nano pen needles) 4 pen needles affected" 4 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 23 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for needle clog, leakage for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that a needle clog occurred during use with a bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g. The following information was provided by the initial reporter, "consumer reported, when she's taking her injection, the flow stops before she is done stated, she has to use a second pen needle to complete dosage stated, does not prime before injection stated, when she gets a successful injection, there is a small drop of insulin on tip of needle when done stated, she holds the insulin pen in place for a "count of 6 instead of 10 seconds, (explained, hold in place for 10 seconds) stated, in the morning her numbers are usually between 90-113, today when she woke up, her numbers were 159 before injection. Stated, she is new to using bd pen needles. She used another brand before, (provided instruction on how to use and encouraged her to visit bd website and view how to inject with nano pen needles) 4 pen needles affected" 4 occurrences were reported.